Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned all cuvette vacuum valves, and replaced integrated multisensor technology (imt) probe and imt printed circuit assembly (pca) transducer. All drains were checked and cleaned. The cse replaced the reagent arm 4 (r4) mixer, cleaned the inside of the instrument, and then replaced imt mixer, aliquot and reagent arm 1 (r1) probes, imt and sample arm 3 (s3) probes, and sample arm 2 (s2) drain. The cse aligned sample arm 1 (s1), s2 and installed acid clean (acln) procedure. The cse cleaned all probes and replaced clot detection manifold for reagent arm 2 (r2), and r2 probe and aligned them. The cse replaced the c-pump for r2, s1 and s2 arms, aliquot pump, imt meter pump and flush pump, and imt 3 way solenoid. The cse performed mix tests, which passed. The cse performed metering/sample fluidics tests, which passed. The cse checked for air leaks and removed imt pump module. The cse discovered that due to the dry air in the laboratory, the instrument had multiple false sample transition errors in the error log, within the last few days. The cse installed an ionisation fan to resolve this issue. The cse noticed the aliquotter vertical drive unit was mechanically worn out. The drive unit was replaced with the new style unit including the aliquotter e-chain unit. The cse discovered that the feed water temperature was higher than expected due to a defective fan at the backside of the water purification module. The cse replaced the water temperature module. The cse replaced a defective r5 mixer. The cse performed a quick check, which failed due to an air pressure drop. The cse discovered that there was a corrosion inside the pressure regulators. The cse replaced the regulator unit. The cause of the discordant, falsely depressed ucfp results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed urinary/cerebrospinal fluid protein (ucfp) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ucfp results.